Manufacturer narrative:
We were first made aware of this incident via a medwatch report filed by the user facility. The report had limited information regarding the incident and we contacted the facility in an attempt to gather specific details. The facility was contacted on four different occasions and was not able to provide us with any additional information related to this event. The report states that a silicone drain tip broke off inside a patient when it was being removed post operatively following a laparoscopic cholecystectomy. It is not known how long the drain had been in place prior to its removal. The patient was brought back into surgery to remove the retained piece. No other patient information was provided. The sample was not returned for evaluation. We have no lot number. It is not known if the drain was sutured in place. A root cause has not been determined and we cannot rule out the possibility that the integrity of the drain may have been compromised by a suturing needle. We have not identified a manufacturing defect to be a cause or contributing factor. However, due to the reported incident and subsequent need for surgical intervention, this medwatch is being filed. Device not returned.

Event description:
The surgical drain broke upon removal requiring surgical intervention to remove a retained piece.